Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that there was a stent stuck on the inside during a reprocessing involving an olympus colonovideoscope .there was no patient involvement.